Event description:
It was reported that two rv lead repositions for lead dislodgment were performed in the past week. Patient presented for fluoroscopy, and revealed lead dislodgment again with high capture thresholds. The lead was explanted and replaced. The dependent patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.